Event description:
During attempted implant, loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and a different lead was successfully implanted in the left bundle branch to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.